Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to fire and properly retract the needle or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that she wore the pod between 24-36 hours before she felt the needle retract back into the pod. Her blood glucose level reached 439 mg/dl.